Event description:
It was reported that during an atrial arrhythmia the device inappropriately shocked the patient and accelerated the rhythm into ventricular fibrillation (vf). Five shock were delivered ineffectively thus a new episode was declared and the shock delivered was then effective. The patient was hospitalized and an assessment for programming was needed. The patients tachycardia therapy was turned off temporarily and the patient was being monitored. A review was sent to technical services (ts). Ts discussed possible recommendations for this case including a system revision including a successful induction testing. The x-ray provided was poor to determine the electrode position, however it was noted that the impedance value was such that sub-coil fat did not appear to be an issue in this case. The device remains implanted. No adverse patient effects were reported.